Manufacturer narrative:
8/26/2024: correction made to section h5. Previously incorrectly selected "no". Corrected to "yes".

Event description:
Patient was admitted to the hospital on (B)(6) 2024 due to low oxygen saturation and gi issues, discharged from the hospital (B)(6) 2024. It was her first treatment in the clinic post hospitalization. Treatment started 7:07am with a blood pressure (bp) of 110/49 and it started dropping. 7:30 - bp 93/43 mm/hg: 8:00 - bp 95/52 mm/hg and 9 am - bp was 99/38 mm/hg and they stopped the ultrafiltration (uf). Patient started vomiting and passed out, CPR was performed, fluids were given and paramedics were called. They tried ending the treatment but were unable to until after patient was pronounced dead @ 10:24 am. Dialyzer/bloodlines were saved. Staff stated that there were no alarms triggered before or during the event, except for treatment related alarms prior to event. Cause of death is still unknown. There were no issues reported with any of the nipro devices used. Treatment time - 3.5 hrs; blood flow rate (bfr) - 250; dialysate flow rate (dfr) - 600; a/b - 3k, 2.5; bicarb - 35, temp - 35.5; na - 138; access: cvc; uf goal - 4l; uf removed - 1.5 l; estimated dry weight (edw) - 74 kg; pre weight - 77.5 kg. Medications given; mircera - 60 mcg; venofer - 50 mg. Comorbids: cancer, chronic obstruction pulmonary disease (copd). Machine s/n: (B)(6). Machine pulled out of service; dialysate samples were drawn. Other devices use: nipro surdial dx hemodialysis system, code: mc+sdx01, serial# (B)(6). Nipro elisio-h dialyzer, code: dd+elisio-17h, lot# 24c28h.

Event description:
Patient was admitted to the hospital on (B)(6) 2024 due to low oxygen saturation and gi issues, discharged from the hospital on (B)(6) "2024". It was her first treatment in the clinic post hospitalization. Treatment started 7:07am with a blood pressure (bp) of 110/49 and it started dropping. 7:30 - bp 93/43 mm/hg: 8:00 - bp 95/52 mm/hg and 9 am - bp was 99/38 mm/hg and they stopped the ultrafiltration (uf). Patient started vomiting and passed out, CPR was performed, fluids were given and paramedics were called. They tried ending the treatment but were unable to until after patient was pronounced dead @ 10:24 am. Dialyzer/bloodlines were saved. Staff stated that there were no alarms triggered before or during the event, except for treatment related alarms prior to event. Cause of death is still unknown. There were no issues reported with any of the nipro devices used. Treatment time - 3.5 hrs; blood flow rate (bfr) - 250; dialysate flow rate (dfr) - 600; a/b - 3k, 2.5; bicarb - 35, temp - 35.5; na - 138; access: cvc; uf goal - 4l; uf removed - 1.5 l; estimated dry weight (edw) - 74 kg; pre weight - 77.5 kg medications given; mircera - 60 mcg; venofer - 50 mg. Comorbids: cancer, chronic obstruction pulmonary disease (copd). Machine s/n: (B)(6) . Machine pulled out of service, dialysate samples were drawn. Other devices use: nipro surdial dx hemodialysis system, code: mc+sdx01, serial (B)(6) . Nipro elisio-h dialyzer, code: dd+elisio-17h, lot# 24c28h.